Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated the receiver died. No medical intervention was reported. Additional event or patient information is not available. Data was received but the investigation window does not reflect the alleged device or the alleged issue. The confirmation that the receiver died could not be determined. The root cause could not be determined.